Event description:
Baxter healthcare corp. Rt 120 & wilson rd, round lake, il 60073-0490. One used y-type extension, product code 2n3371, set was received at our facility for evaluation. A visual inspection of the sample showed that the tubing had separated from the male luer lock adapter due to an insufficient solvent bond. The lot number of the sample involved could not be determined.